Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-00878. It was reported the patient had been receiving inadequate stimulation. An impedance check revealed high impedance and imaging revealed that both of the patient's leads had migrated. As a result, both of the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.